Manufacturer narrative:
The device was returned to bausch and lomb for eval. Optical and scanning electron micrographs revealed grain-like structures on the anterior surface of the lens. Energy dispersive spectroscopy showed the deposition to contain calcium and phosphorous which is consistent with calcification. The lot history review determined that the product met all specifications. The product was deemed acceptable for release. No other similar complaints from the same lot have been rec'd. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification were previously described as: the primary form refers to calcification inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely the result of environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification refers to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. The most likely root cause of calcification in this case was due to the disturbance of the intraocular environment of the secondary surgeries (descemet stripping endothelial keratoplasty and gas injections) which is consistent with secondary calcification. Reference: "calcification in hydrophilic intraocular lenses associated with injection of intraocular gas." Published article from the american journal of ophthalmology accepted for publication nov 9, 2011.

Event description:
It was reported in published article "calcification in hydrophilic intraocular lenses associated with injection of intraocular gas" that approx 7 months post implantation, the iol was observed to be opacified and was explanted a few months later. The initial iol implantation was performed as a combined surgery along with descemet stripping endothelial keratoplasty (dsaek). A few weeks after the initial iol implantation the pt underwent two injections of gas, once with air and once with sf6. Six months post implantation, the pt underwent a second dsaek surgery. This report refers to case 3. Pt status: visual acuity 20/20. Please reference MDR# 1119279-2012-00058 for case 2.